Event description:
On (B)(6) 2023, the patient reported the sensor wire was missing. On the same day, the patient underwent surgery as an outpatient.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2022, the patient reported the sensor wire was missing. On (B)(6) 2023, the patient underwent a surgery as an outpatient." H2: correction.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient reported the sensor wire was missing. On (B)(6) 2023, the patient underwent a surgery as an outpatient. She was at the hospital only for 20 minutes to half an hour. The clinic was not able to disclose if the sensor wire was found under the patient´s skin and if that was the cause of the patient undergoing surgery. After the surgery the patient was discharged and sent home. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).